Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the device could not be powered on or off via the on/off button. The investigation determined the root cause of the reported fault to be corrosion on the underside of the on/off button dome due to storage outside of indicated conditions. The fault could not be replicated after clearing the corrosion. Corrosion on the screws, membrane tail, red status indicator, underside of the on/off button dome and its contact pads would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that they had difficulty powering on their device and that the voice prompts were incorrect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that they had difficulty powering on their device and that the voice prompts were incorrect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.